Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. According to the surgeon, the reason for scheduling the revision procedure was suspected tibial loosening. During the inspection of the implants intraoperatively, there was no loosening of the tibial or femoral components. However, the knee joint was noted to be loose. The surgeon elected to replace the 8 mm thick onlay tibial insert component with a 10 mm thick insert to tighten the knee joint.

Event description:
A pt had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. The surgeon scheduled a revision procedure for suspected implant loosening. During the procedure, the surgeon discovered that the tibial and femoral implant components were properly affixed to the bone. The only tibial insert was exchanged for a thicker insert to tighten the joint.